Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) outer tubing overlay breached cut; full lead returned and analyzed.

Event description:
It was reported the lead had a visible insulation break. The lead was explanted and replaced. No patient complications have been reported as a result of this event.